Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were passed out in (B)(6) 2019 with unknown date. Customer reported that there was a crack on her insulin pump on the back in the middle below the belt clip and went down and around the bottom of the insulin pump. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with cracked case (battery tube) and cracked battery tube threads. (B)(4).